Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, the surgeon could not remove the pfna blade from the inserter in order to replace the blade with a smaller size. When the nurse attached the blade onto the inserter, the blade was not completely fixed because it was attached to a shaft of the inserter at a slightly incorrect position. When the surgeon initially removed the blade for adjustment, he tightened it slightly stronger than usual. After insertion, the blade could not be removed because the handle did not turn. The surgeon removed the blade by striking it with a hammer at the connection with the inserter. Surgeon then inserted a smaller size blade with another inserter.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained pfna-ii blade showed no useful findings. The carried out functional test could not identify any deviation to the specifications. We are not able to determine the exact reason causing the reported problem. We assume the blade was not correctly assembled to the insertion device. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected.(B)(4): placeholder.